Manufacturer narrative:
Co standard procedure includes attempting to obtain all required info from the source. In this case the reporter did not provide the required info.

Event description:
Complainant reported an underdelivery and no alarm. The pt, is a female child. The pt's mother set the rate for the pump (no rate info received) she reported that the pump was not consistent, the pump may deliver 1/3, 1/2 or 3/4 of the set rate. The mother manually administered the remainder of the formula with a syringe or manually compressed the "baffle" on the pump. The pump filled the child's abdomen with air. The child vomited and aspirated the formula. This resulted in aspiration pneumonia that required medical intervention (antibiotic- novalexin, 10-day course). This underdelivery resulted in weight loss (4 lbs in 5 weeks). The original weight of the child is unk. The weight loss could be associated with the underlying diseases of the child (e.g., global delay, respiratory disorders, cerebral palsy, etc).